Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer selected a bolus of 12 i.u. But in the history is only a bolus of 2 i.u. Stored. Bolus delivery was not cancelled and customer is sure that he has selected a bolus of 12 i.u that was not delivered. No adverse event alleged. A request was made for the return of the device.